Manufacturer narrative:
(B)(4). Investigation results - rns was received in passive mode. The root cause for the reported high lead impedance was not isolated. Plausible explanations for the high lead impedance include undetected damage to the lead that resulted in an intermittent contact or a poor connection at the interface of the proximal lead contact to the patient feedthru. No fault was isolated to the rns.

Event description:
Section h10 has been updated with the investigation results. Original report - the patient's ecog data indicated the left mesial temporal depth lead had high impedance, indicative of a lead break. During the scheduled lead replacement surgery, the surgeon elected to replace the rns neurostimulator. The rns neurostimulator was replaced and the left mesial temporal depth lead was connected to the new rns neurostimulator. Live ecog indicated that the lead was functioning as expected with no high impedance. The surgeon elected to leave the lead in place after the rns was replaced. The cause appears to be related to a fall experienced in (B)(6) 2025.

Manufacturer narrative:
(B)(4): the rns is in process of being investigated.

Event description:
The patient's ecog data indicated the left mesial temporal depth lead had high impedance, indicative of a lead break. During the scheduled lead replacement surgery, the surgeon elected to replace the rns neurostimulator. The rns neurostimulator was replaced and the left mesial temporal depth lead was connected to the new rns neurostimulator. Live ecog indicated that the lead was functioning as expected with no high impedance. The surgeon elected to leave the lead in place after the rns was replaced. The cause appears to be related to a fall experienced in (B)(6) 2025.